Event description:
Patient presented to the physician with pain at the ipg site. Physician brought the patient into the operating room and relocated the ipg and re-sutured the device. This resolved the issue.